Manufacturer narrative:
This MDR report is generated retrospectively based on complaints audit.

Event description:
Consumer recently bought a two pack of monster toothbrushes for her son. She brushed his teeth and one time she noticed the bristles came out.